Event description:
Hemodialysis pt attended regularly scheduled dialysis treatment. Pre vs bp 113/71, pulse 71, tempt 95. At approx 1334 dialysis initiated via right central venous catheter. The venous bloodline was connected to the patient's venous catheter port utilizing a hemaclip and the arterial blood line was connected to patients arterial catheter port. At approx 1406 bp 96/65, pulse 67, blood flow rate 350. At approx 1424 the blood lines were reversed and the venous blood line was connected to the patient's arterial port utilizing a hemaclip and the arterial bloodline was connected to the patient's venous catheter port. At approx. 1440 the venous machine pressure alarmed, the patient was found with the venous blood line and an attached hemoclip to the venous bloodline disconnected from the patient's arterial catheter port. The patient was gasping for air and became unresponsive; 911 and CPR initiated. Patient was pronounced deceased at approx 1530.